Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent escape button response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm while attempting to bolus. It was also reported the insulin pump was continuously beeping. The customer's blood glucose was 90 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.